Event description:
Related manufacturer reference number: 2017865-2019-06604. It was reported that the patient had a pocket infection. It was noted that the patient's system was removed following the infection. The devices were to be replaced at a later date. The patient was doing well following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.